Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00027 and MDR 9610905-2018-00029. Reference exemption number e2017029.

Event description:
It was reported that heads of three screws broke off during implantation. The threads of the screws remain in the patient. IFU (B)(4) states "care is to be used when seating mini or micro cranio-maxillo bone screws. Intraoperative fracture of screws can occur if excessive force (torque) or mechanical overload is applied while seating bone screws into position."

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified therefore the device history records were not reviewed. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00027 and MDR 9610905-2018-00029.